Manufacturer narrative:
The previously submitted manufacturer report inadvertently did not include the recall reporting number assigned for the actions for the reported event.

Event description:
The explanted generator was received for analysis which was completed on 01/21/2016. The device output signal was monitored and results demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. An automated electrical evaluation showed that the generator performed according to functional specifications. The battery measured 2.735 volts and shows an ifi=yes condition, but the data in the memory revealed that 18.202% of the battery had been consumed. The report of premature end of life was duplicated in the analysis. Other than the noted event, there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a patient's generator was scheduled to be replaced. This generator was identified as having been affected by a manufacturing error that led to the generator remaining programmed on to a high output state for several months. During the time that the device remained programmed on, the generator is believed to have used a significant amount of battery capacity. The calculated projected life accounting for the time that the device remained on did not meet the design requirements for battery longevity. As a result of this, the generator was identified as likely experiencing an increase in battery demand when an undeliverable output current is programmed to be delivered, causing more rapid battery depletion. The reason for replacement is unknown to-date. The generator was replaced on (B)(6) 2015. The explanted product has not been received to-date. Additional relevant information has not been received to-date.